Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead with stuck stylet was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts and no anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported, that patient left ventricle (lv) lead exhibited high threshold. The lv lead was explanted and replaced. No patient condition was reported.